Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right ventricular lead. Appropriate testing and program adjustments have been tried to alleviate the stimulation without success. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.